Event description:
During evaluation of a clearlink system continu-flo solution set, the device had a piece of brown burned plastic embedded in first y site. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device had a brown mark in the clearlink part due to degraded resin plastic. The burned resin can be generated within the injection mold during the molding process and may accumulate or become embedded in the rigid component due to thermal degradation of the polymer during the injection cycle. Should additional relevant information become available, a supplemental report will be submitted.